Manufacturer narrative:
Evaluation summary: it was alleged that the 35mm trilogy bone screw passed through the screw hole of the tm modular cluster-hole shell. The screw was left in the patient after the doctor decided it would not pose physical harm leaving it in. Risk analysis has been initiated in regards to this issue. Most likely, excessive torque on the bone screw caused the pull-though. Plastic deformation to the screw head and shank might have also contributed to the incident. Since the bone screw passed through the screw hole and shell, and was not returned; a definitive cause cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that during surgery in 2009, the surgeon was attempting to fixate the cluster shell with a screw. The screw followed through without properly fixating the shell. The screw remains in the patient as the surgeon feels, there is no physical harm leaving it in.